Manufacturer narrative:
H6. Code c19: a review of manufacturing records of the device indicated the lot met pre-release specifications. The device remains implanted and is not available for analysis. According to the information provided from the site on (B)(6) 2026, the exact etiology of the endoleak is unknown. The physician states that it is likely a type ic endoleak, but he won't know for sure until he goes in and performs the secondary intervention. The physician will have more clarity on the endoleaks and procedure after the secondary intervention is performed. A gore® excluder® iliac branch endoprosthesis was reported separately. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent endovascular procedure to treat a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. Also, there was implanted a gore® excluder® aaa endoprosthesis device and gore® viabahn® vbx balloon expandable endoprosthesis devices. The patient tolerated the procedure. Pre- treatment cta on (B)(6) 2026 showed that the maximum diameter of the aortic disease was 77 mm. The core lab follow up imaging on (B)(6) 2026 showed that the maximum diameter of the aortic disease was 76.3 mm. Additionally, a type ii endoleak was determined. It was reported that on (B)(6) 2026, an undetermined endoleak was noticed. The aneurysm enlargement was not reported. Treatment is required. The event is ongoing. According to the information provided from the site on (B)(6) 2026, the exact etiology of the endoleak is unknown. After the angiogram and further assessment, the etiology will be determined. The physician states that it is likely a type ic endoleak, but the physician won't know for sure until he goes in and performs the secondary intervention. Reportedly, a slight increase noted in size of endosac consistent with ongoing endoleak. The pre procedure maximum aneurysm diameter is 77 mm, at 30 day follow up it was 78.9 mm. The physician plans to fix the type ic endoleak, and the secondary intervention was scheduled for (B)(6) 2026. It is planned to do an endovascular balloon angioplasty of the sma stent. The physician will have more clarity on the endoleaks and procedure after the secondary intervention is performed. The patient presented for his follow up on (B)(6) 2026 and was doing fine. The physician is monitoring the patient.